Event description:
Reportedly, during a cholecystectomy, the instrument jammed after 4 clips were applied. It is reported that the clips were not closing properly and or several clips were coming out of the device at once. The pt subsequently developed developed biliary peritonitis allegedly due to the tips of the clips not being properly closed.